Event description:
It was reported that a patient underwent a laparoscopic ventral hernia repair procedure on (B)(6) 2011 and straps were used to secure the mesh. The patient experienced a recurrent hernia with eventration of the mesh through the defect. Surgical intervention is planned but has not been completed.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.